Event description:
Metal shedding during the procedure. It is unknown if the shedding was removed from the patient.

Manufacturer narrative:
(B) (4): the device has not been returned for evaluation.(B) (4)